Event description:
It was reported fluid was noted at the patient's ipg site. Due to the infection, surgical intervention was undertaken wherein the entire system was explanted. Patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An infection was reported to abbott. It was determined fluid was noted at the ipg site. Due to the infection, surgical intervention was undertaken wherein the entire system was explanted. The patient was prescribed oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.